Event description:
It was reported that during testing, a pump did not pass the flow rate accuracy test. The device was programmed to deliver 50ml however only 43.428 ml of fluid was delivered. There was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm or reproduce a flow rate inaccuracy. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. The pump also passed additional flow rate tests. Further eval found the upper and lower valve travel to be below specification. The valves were adjusted and the device was re calibrated.